Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, ever since she has had the insulin pump she's been experiencing more high blood glucose rather than low blood glucose. Customer's blood glucose was 504 mg/dl, current blood glucose was 302 mg/dl. Customer declined troubleshooting and requested the device to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed the prime test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm tests. No cosmetic damage was noted.